Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 800 ar clinical chemistry analyzer and found the sample syringe was rusty and the syringe drive bearings were coming off. The fse replaced the sample syringe assembly and rebuilt the syringe drive bearings to resolve the issue. The fse performed calibration and quality control, which all passed. The customer performed patient samples and all matched other analyzers. The fse verified analyzer resumed normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned four (4) patient results for ion selective electrode (ise) sodium, (na), potassium (k), chloride (cl), carbon dioxide (co2) and calcium (calc) due to obtaining low anion gaps on their dxc 800 ar clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.